Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their levels had been off. The customer states their blood glucose level was 31mg/dl, and their sensor reading was 209mg/dl. The customer treated for the lows. Troubleshoot was conducted. The customer was advised to turn sensor off and calibrate. The customer declined to troubleshoot for the blood glucose.